Event description:
The customer reported the au480 clinical chemistry analyzer generated high ise (ion-selective electrode) patient results. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components to resolve the issue. The following components were replaced: buffer valves (part #: c28717), ptfe tube (type a. Part #: md9899), ptfe tube (type b. Part #: mf6889), reference bottle tube (part #: b22129), valve assembly (part #: mu7683), diag switch kit (part # b47514). Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.